Manufacturer narrative:
Concomitant medical product(s): w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, impedance upon interrogation was low, and noted rv lead warning triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.